Event description:
The following has been reported: we have not started full integration yet with our pumps. We had a pump requesting the nurse to scan the pump. A preliminary review of the logs (obtained on 04/11/2024) has allowed fresenius kabi to engineering to review and identify the following issue: unsure of the complaint description of the pump asking for a barcode. Database does appear large due to fai-5261. Suggest factory reset and update to 5.9.1. An active infusion was not delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. Fresenius kabi sw eng has investigated and found that the issue is tied to a sw anomaly; if the database grows too large, the pump may not have space for a software update. Additionally, the lvp may not turn on if the database fills up all disk space. This issue can prevent a pump from starting up, prevent a software update download, and possible stop a running infusion. This customer has installed the latest sw version that was released in recall# z-1484-2024 on their server; fresenius kabi has confirmed that the unit in question was still running under the previous sw version.